Manufacturer narrative:
The actual device has been returned for evaluation. Reliability engineering evaluated the device. The unit was tested and it was found that the temperature was above specification. Therefore, the reported condition was duplicated and confirmed. The bearings were damaged which gave the high temperature. The assignable root cause was determined to be due to normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery it was discovered that the attachment device was hot. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.